Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with acute heart failure symptoms and slow ventricular tachycardia (vt). Upon interrogation, intermittent capture and non-sustained right ventricular oversensing (nsrvo) episodes that displayed noise were observed on the right ventricular(rv) lead. The nsrvo episodes confirmed slow vt. The rv lead also exhibited high capture threshold since 2017 and decreased sensitivity. There was no current plan to revise the rv lead. The patient was stable and will continue to be monitored.